Event description:
The facility representative reported a flogard infusion pump with a failure code of 38. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is received a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: the reported condition of failure code 38 was confirmed during device evaluation. The assignable cause was identified as defective force sensing resistors (fsrs). The fsrs were replaced to correct the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.